Event description:
A trilogy 100 ventilator was returned to a third-party service center for service. There was no reported patient involvement. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The device was remediated, and the foam insulation was replaced to resolve the issue. Additional findings not related to the malfunction/issue missing rubber feet, handle replacement required, the start/stop button of the keypad's coating was worn, and contamination inside the base enclosure case. The customer requested that the unit be returned unrepaired. No further investigation is required.